Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc evaluated the subject device, and the reported failure phenomenon, which a reddish endoscopic image was displayed on a monitor, could not be reproduced. As a result of the investigation, omsc judged that the subject device meets the specification. The device history record was reviewed and found no irregularities. Based on the investigation result so far, it was surmised that the possible cause of the reported failure phenomenon was a temporary contact failure (e.g. Between the subject device and a video system center). The ch-s190-08-lb instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject ch-s190-08-lb has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ch-s190-08-lb to identify the root cause of this failure phenomenon when omsc receives it. The ch-s190-08-lb instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The subject ch-s190-08-lb was used for an unspecified procedure. During the procedure, a reddish endoscopic image was displayed on a monitor when the user touched the focus ring of the subject ch-s190-08-lb. The user replaced the subject ch-s190-08-lb with another camerahead and completed the procedure. There was no report of the patient¿s injury regarding this event.